Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that 30ml syringe of smoflipid 20% was programmed to infuse at 1ml/hr for 24 hours on (B)(6) at 2013 then changed to 2ml/hr on (B)(6) at 1120. Between 1120 and 1642 on 6/18 the rate was at 2 ml/hr ; an extra 5 ml infused during this time. This would account for loss of IV fluid which the customer stated that this appears to be a nursing administration error. The devices were removed from service. There was no harm to this patient who was in the nicu.

Manufacturer narrative:
The customer¿s report of an overinclusion was confirmed. Physical inspection of the device noted the instrument seal intact. Analysis of the pcu event log shows the user changed the rate of the infusion to 2ml/hr at 11:20 am and ran at that rate for approximately 5 hours and 21 minutes until 4:41 pm making the infusion complete earlier than expected. Functional testing performed found the syringe module operating within specification. The root cause of the customer¿s report of an overinfusion was identified as due to user programming.

Event description:
The customer reported smoflipid 20% in 30ml was hung on 6/17 at 2130 and was intended to infuse a volume of 24ml over 24 hours at 1ml/hour. The syringe was found empty at 1900 on 6/18. Information received from the customer noted as follows: per the alaris report, the infusion started at 1 ml/hour on 6/17 at 2103. On 6/18 at 1120 the infusion was changed to 2 ml/hour. Between 1120 and 1642 the rate was 2 ml/hour. An extra 5 ml infused during this time. The customer noted this appears to be a nursing administration error. There was no harm to this patient who was in the nicu.